Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 46-143 (mg/dl).

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 46-163 (mg/dl). To treat the low bg level, carbohydrates were consumed and a temporary basal rate was set. Review of the bolus history showed a 7 unit bolus that had been delivered on (B)(6) 2018; however, the contact reported that the alleged bolus had not been input into the pump by the user. Recommendation was made by tandem technical support to upload the pump data for the logs to be reviewed. Although requested, the customer declined to provide additional information and did not upload pump data.